Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the image intensifier was the cause of the artifact. It was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a procedure the system 6800 displayed a large artifact on the display obscuring the image. The system was switched with another and the procedure continued without further incident. There was no adverse patient involvement reported. There was no patient information reported.